Event description:
This report is being submitted as follow-up 2 to MFR. Report 2017233-2014-00433.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A review of the manufacturing and sterilization records verified that the lot met all pre-release specifications.

Event description:
It was reported to gore that a patient alleges to have vaginal infections, urinary tract infections, chronic vaginal drainage, pain during urination, pain during intercourse, localized pelvic pain, mesh erosion, and recurrence after having been implanted with a gore-tex® soft tissue patch. It was also reported that the patient underwent multiple additional procedures, including ¿removal of gore-tex mesh * fistulous tract which gore-tex mesh was identified extending through it.¿

Manufacturer narrative:
(B)(6). Gore has requested additional information from the reporter. Additional details regarding the patient¿s clinical course were ascertained from a review of medical records and are as follows: operative record dated (B)(6) 2004 indicates the patient underwent treatment of uterine prolapse using a gore-tex® soft tissue patch. The operative record also indicates that the gore-tex soft tissue patch was cut into a 'y' anterior arm and one posterior and attached to the sacral promontory. Medical records dated (B)(6) 2004 indicate the patient was seen for pelvic pain following chiropractor exam. "¿there was no abscess pocket and no obvious masses on bimanual exam noted." "There was noted to be normal appearing epithelium and the sacral colpopexy seem to be intact. It was re-epithelialized and there was no obvious masses or signs of infection." "There were some adhesions from both small and large bouts to the top of the vaginal cuff as well as the omentum. These were easily freed from the vaginal cuff." A cystoscopy was performed and it was noted that the "bladder essentially was normal." The operative record dated (B)(6) 2005 notes: "the ethibond sutures along the posterior portion of the vagina were identified and removed using scissors. The graft was then peeled up and dissected free of scar tissue and peritoneum. The graft was then removed to the level of the sacrum." According to the operative record, no masses or signs of infection were noted. Discharge summary dated (B)(6) 2005 indicates: "she had apparently had torn part of her graft as part of a chiropractic back adjustment and very point specifically that she had sudden pain with back adjustment." An operative report dated (B)(6) 2005 indicates a postoperative diagnosis of "vaginal discharge and purulence secondary to gore-tex mesh. Extensive adhesiolysis and extensive adhesions." Dense adhesions were noted from the ureter to the ovary, ovary to the pelvic side wall, and ovary to the "old placement where the previous mesh was placed." "...we entered through a fistulous tract to the top of the vagina which was then opened and this incision at the top of the vagina was then extended and then the edges of this were cleaned and freed. We continued to dissect around the posterior port of the vagina slightly, once we were done we identified the fistulous tract to which actually gore-tex was identified extending through it." "...the whole piece of the gore-tex at this point was completely removed. No additional gore-tex mesh was identified." "There was no frank pus at discharge or other similar findings identified..." Discharge summary (B)(6) 2005 confirmed only a portion of the graft was excised in (B)(6) 2005. The discharge summary (B)(6) 2005 indicates that "status post removal of infected gore-tex graft and removal of fistulous tract from the graft to the vagina." It should be noted that the instructions for use includes warnings and addresses the following among others: "strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material." Additionally, the IFU states: "when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary." It should be noted that the instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿